Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 243 mg/dl, 90 mg/dl and 174 mg/dl. Customer took 4 units of insulin based on 174 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.